Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was experiencing an infection. The decision was made to change patient's medicaiton. No other adverse patient effects were reported.